Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 100 mg/dl. After troubleshooting, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced. Customer called back stating that alarm was cleared, but still requested for insulin pump to be replaced.

Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored and no unexpected failed battery test alarms occurred during testing. However, the insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.